Manufacturer narrative:
In the case description, the user mentioned having high bgs while using the system. Inspection of the ibf data from the returned device showed no evidence of issues with insulin delivery. The data showed that the user's basal program was running consistently with no indications of stoppage and all boluses programmed by the user were successfully delivered. During the investigation, no issues were observed with the functionality of the pdm and inspection of the internal components found no damages or manufacturing deficiencies that would result in a failure to deliver insulin. The system was found to function as intended.

Manufacturer narrative:
Correction to d(1): from "omnipod insulin management system" to "omnipod insulin pump" correction to d(4)model: from "19191" to "14500-5a". Correction to d(4)lot : from "l72459" to "l60658". Correction to d(4)catalog: from "zxp425" to "ust400". Correction to d(4)serial: added "(B)(6)". Correction to d(4)UDI: from "(B)(4)" to "(B)(4)". Correction to h(4): from "12/01/2022" to "5/9/2017".

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached 405 mg/dl. The patient was nauseous and vomiting. For treatment, the patient was given fluids, anti-nausea medication, and insulin. The patient was discharged after 1 day. The pod was worn between 4 and 24 hours on the arm.